Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The mega needle driver instrument was found to have a primary failure of a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. It was noted the instrument had 9 lives remaining. The root cause of this failure was attributed to a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs show the customer last used the mega needle driver instrument part# 470194-05 lot# n10201020-0417 on (B)(6) 2020 during a benign hysterectomy procedure on system sk3756. The instrument had 9 lives remaining. This last usage of the device was before the reported event date, confirming that the device was not used on the reported event date. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: prior to a da vinci-assisted surgical procedure, it was noted that the mega needle driver instrument had a broken cable. Failure analysis found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega needle driver was observed to have a broken cable. The customer noted that the tray was not in the operating room (or) or near a patient. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the nurse manager and obtained the following additional information on 02-july-2021: the nurse manager reported that she had reached out to the staff who was in the room, and because it was too long ago, the staff did not remember anything from december (the last known usage of the instrument in a procedure). It was noted the item might have been sitting on the shelf since then.